Event description:
It was reported a vns pt "had no change in seizure frequency". Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Khurana, divya s. Et al (2005) vagus nerve stimulation in children with refractory epilepsy: unusual complications and relationship to sleep-disordered breathing. American epilepsy society meetings in washington, dc, 2-6.